Event description:
Patient developed endocarditis, which was diagnosed 5 mo. Post implantation. He had unsuccessful treatment with antibiotics and was referred for operative valve replacement due to recurrent symptoms & persistent vegetations. Aortic valve endocarditis. Implant in may 1993.received in formalin "bovine aortic valve implant and aorta" are three fragments of tissue and material. The first is consistent with bovine aortic valve and has overall dimensions of 3.5 x 3.6 x up to 1.4 cm. The specimen is composed of tan mesh and wire and valvular tissue. The valvular tissue appears relatively intact with three distinct leaflets noted. Covering two of the leaflets and approximately 60% of the valvular surface area is tan/red fibrinous material. This portion of the specimen is represented in a. Also within the specimen container are two separate fragments of tissue, the largest measuring up to 3.2 cm and the smaller measuring up to 1.5 cm. Grossly this portion of the specimen is consistent with aorta. Sectioning reveals that the tissue is firm with possible calcific areas. Representative cross sections are submitted in b.